Manufacturer narrative:
Age at time of event: over 65 years old. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the posterior tibial artery. A 014/300/sst platinum plus¿ guide wire was advanced through the occluded artery with a .014 non-bsc catheter. However, during procedure, the radiopaque tip of the wire had detached into the occluded tibial artery. The physician decided to left the tip of the wire in the occluded artery since there is no inflow or outflow and the procedure was completed. No further patient complications were reported and the patient's status was fine.